Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The erbe generator was tested and all tests passed. The infield generator test showed no abnormalities or failures. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair procedure, the patient sustained a burn injury to a trocar site. The burn was observed at the beginning of the procedure after a non-da vinci scissor instrument was used laparoscopically with an intuitive surgical, inc. (Isi) monopolar cord on the ebre generator. The foot pedals attached directly to the vision side cart (vsc) were used to operate the instrument. The procedure was completed as planned. The following information is unknown: the cause and severity of the port site burn, and what medical intervention (if any) was rendered due to the complication. Multiple attempts to obtain additional information have been made; however, no further details have been received.